Event description:
The pt reportedly has self-stim behaviors and frequently hits her head. The pt reportedly experienced loss of lock. External equipment was exchanged. However, this did not resolve the issue. Surgery to explant the internal device will to scheduled.